Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, while positioning, two cardiac perforations occurred. The procedure was aborted and the wound closed. It was at this time the patient's condition deteriorated and CPR was administered. The physician performed a thoracotomy and confirmed a tamponade. After removing excess fluid, additional CPR efforts were required; however after one hour, life supporting efforts ceased and the patient passed away.

Manufacturer narrative:
Following product return and completion of lab analysis this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a fully retracted helix mechanism; however, no damage or manufacturing defects were observed. A laboratory technician performed testing to confirm the functionality of the helix mechanism. During analysis, the helix was able to extend and retract normally. Laboratory analysis failed to identify any lead characteristics that would have caused or contributed to the reported clinical observations. This lead has been archived as meeting product specifications.